Event description:
A malfunction alarm with the code malf 12 was reported by the customer. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset instructions and assisted the customer in resetting the pump. The malfunction code did not recur after the reset, and the customer was advised to continue using the pump and to contact support if the issue reappeared.